Event description:
A surgeon reported that during intraocular lens (iol) implant surgery the lens ejected from the cartridge rapidly, causing the capsular bag to tear. The surgeon was able to return the lens to the center of the pupil and did not have to remove it. The day after the surgery, vitreous was noted in the capsular bag. The surgeon will remove this in a couple of weeks. The surgeon also reported that the lens had scratches on it. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info has been requested. This report was mailed to FDA on: 10/24/2008.